Event description:
It was reported that a patient underwent an atrial fibrillation ablation, and the patient experienced phrenic nerve paralysis. They were ablating the right sided veins near the phrenic nerve, after a couple ablations near the site, they tried to pace to capture the phrenic nerve, and they were unable to capture anything. Prior to ablating on the right sided veins, they were able to pace and capture the phrenic nerve. The physician checked on fluoro and everything looked okay on fluoro. The last known patient status was that patient seemed fine and he/she was breathing on his/her own. There was "no official word from the doctor, just a little concerned". The physician believed that they were ablating too close to the phrenic nerve. Patient seemed to have fully recovered; however, it is possible the doctor wanted the patient to stay overnight out of precaution.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot: 31374674l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).